Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin in the supplies. Tandem clinical support educated the customer to properly cycle the cartridge before use and proper load techniques. A supply change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.